Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 440 and 329mg/dl. Tests were done 10 mins apart. Pt did not experience any adverse event. No further info has been reported.